Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during basal delivery. Reportedly, the customer believed the occlusion alarm occurred due to not wearing the pump in a case. The customer's blood glucose (bg) level was 300mg/dl and a correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. Reportedly, an infusion set change was performed to address the occlusion alarm.